Manufacturer narrative:
Concomitant medical product: arctic front advance cardiac cryoablation catheter. Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The baseline gender/age characteristic is male/64 years old. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿cryoballoon antral pulmonary vein isolation vs force-sensing radiofrequency catheter ablation q1 for pulmonary vein and posterior left atrial isolation in patients with persistent atrial fibrillation.¿ heart rhythm 2018;-:1¿7. Https://doi.org/10.1016/j.hrthm.2018.06.047. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reported the following patient complications during the use of a cryoballoon ablation system: there was one (1) patient who experienced phrenic nerve palsy (pnp); which ¿completely¿ recovered within two (2) months of the procedure. There was one (1) patient who experienced an arteriovenous fistula, which ¿spontaneously resolved.¿ there was one (1) patient who had a groin hematoma, with unknown resolution/treatment. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot numbers. The status/location of the cryoablation system is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from follow up with the author/physician. The author indicated that there were no product allegations or other medical/surgical intervention taken. No further information was provided.